Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that the patient was stable before and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that the the patient's left ventricular (lv) lead was capped and replaced on (B)(6) 2020 due to extracardiac stimulation. Further information was requested but not yet available.